Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose values between 190 and 400 mg/dl for about seven hours while using the ilet and believed the system delivered too much insulin, after which they removed the ilet and resumed a different pump. The agent¿s review indicated the user was not announcing meals, which was identified as the likely reason for hyperglycemia, and education was provided on meal announcements and avoiding pre-treatment for perceived lows. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no backup therapy beyond switching pumps. Investigation included review of user-reported glucose logs and education on system use. Investigation of this case revealed use error related to missed meal announcements and no device alarms for lows during the event, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with missed meal announcements, and additional training was assigned.